Manufacturer narrative:
Block b3: approximated to february 1, 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy from catheter. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed, and there is no evidence the device was improperly used per the instructions for use (IFU). There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A risk review was completed and confirmed that the event of clip unable to deploy from catheter was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of clip unable to deploy from catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue as the device returned fully deployed. Taking all available information into consideration, the most probable cause of this complaint is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for bleeding after polyp removal during a colonoscopy procedure performed on an unknown date. During the procedure, mild bleeding was observed at the polypectomy site, and a clip was placed to achieve hemostasis. The clip was advanced through the working channel and positioned at the bleeding site; however, deployment was unsuccessful, and the clip became stuck. The device was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for bleeding after polyp removal during a colonoscopy procedure performed on an unknown date. During the procedure, mild bleeding was observed at the polypectomy site, and a clip was placed to achieve hemostasis. The clip was advanced through the working channel and positioned at the bleeding site. However, deployment was unsuccessful, and the clip became stuck. The device was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to (B)(6) 2026, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy from catheter.